Manufacturer narrative:
The viperwire advance guide wire without the spring tip was received at csi for analysis. The guide wire core was fractured, located 322.2 from the proximal end. Scanning electron microscopy (sem) on the fracture face shows nitinol fatigue and evidence of rotational wear on the surface of the wire near the fracture site. Bench testing has shown that excessive wear between the guide wire and tip bushing may occur due to tortuosity, tight bends, and/or buckling of the guide wire due to being advanced forward against resistance which compresses the guide wire into a bent/buckled shape. The excessive wear could lead to the eventual fracture of the guide wire, although the exact root cause of the reported issue could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Intravascular ultrasound (ivus) was unable to cross the 3.5mm, slightly calcified lesion, 90% stenosed lesion in the right coronary artery (rca). A non-csi microcatheter and viperwire advance guide wire were advanced. The diamondback 360 coronary orbital atherectomy device (oad) was attempted to be advanced on glideassist, but it could not cross. The low speed was pressed but the oad could not reach speed. A wire exchange was performed when it was observed the viperwire spring tip had become fractured. An unsuccessful attempt was made to snare the spring tip component. The physician decided to leave the component in the patient and abort the procedure due to time.